Event description:
A 3.0mm diameter by 15mm length s7 stent delivery system was inserted for treatment of a lesion in the mid-right coronary artery. The severely calcified lesion caused difficulty in crossing but was subsequently pre-dilated with a 3.0mm ptca balloon. During the difficult attempt to track the stent delivery system to the target lesion, the stent crossed the proximal artery but would not advance any further. Upon removal of the stent delivery system, the stent dislodged from the delivery balloon proximal to the intended target lesion. The delivery balloon was re-inserted back through the dislodged stent and deployed in the proximal right coronary artery. The target lesion was treated with another ptca balloon. The patient was reported fine post procedure and there is no additional clinical sequelae reported related to the event. The severely calcified vessel likely contributed to the stent not crossing the lesion and the stent dislodging from the delivery balloon.